Manufacturer narrative:
The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Manufacture date for the radio frequency controller (rfc) - (B)(6) 2011. Device history record (DHR) reviews were conducted for both the disposable device and rfc reportedly used in this procedure. No abnormalities noted and unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported a physician performed an uneventful novasure endometrial ablation. On post-ablation hysteroscopy, "fluffy tissue was noted which obscured a complete view of the cavity but there were no perforation seen and there was good uterine distension". The physician then performed a laparoscopy for tubal sterilization and the uterine fundus was inspected and there appeared to be 2 circular blanched areas bilaterally at the top of the fundus. In one circular area, there was a central focus of charring. The physician consulted a general surgeon who assisted with the inspection of the entire bowel; no bowel injuries were identified. The pt was kept overlight for observation and a drain was placed into the abdomen which the surgeon intends to remove in 3-4 days.